Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing intermittent phrenic nerve stimulation from the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.